Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, the anesthesiologist inserted the device orally and the surgeon manipulated the tube which came out of the esophagus within the abdominal cavity. The anvil part was inserted till to a level where the anesthesiologist's finger could not reach, the surgeon manipulated the tube from the abdominal cavity and guided orvil to the esophagus. At that time, the tube and the anvil part became detached. It was collected from the mouth using anvil holding thread. This issue occurred twice in a row and anvil was successfully inserted at the third time. Jelly was not applied during these 2 times of detachment. The angle of the lower jaw and the direction when inserting the anvil were cautioned. The surgical time was extended by less than 30 minutes. There was no patient injury.